Event description:
It was reported that the patient was having neurostimulator, which was implanted on (B)(6) 2014, replaced the day of report. Caller states the system was being replaced because the patient said their neurostimulator was great and then she began to notice a shocking/jolting in the beginning of (B)(6). Then the patient felt like symptoms all came back. Caller states patient met with doctor and they ran impedance check on her. Caller states the doctor said the findings didn't 'come back well'. Doctor did fluoroscopy and he could see the break in the lead. The patient could recall no fall/accident or no specific event. It was noted that when they replaced the lead it looked as though the plastic was still intact but the actual lead was cut in half and twisted. It was later reported that the patient experienced a few shocks. The lead had been split/severed in two via the fluoroscopy. The patient therapy stopped. It was reported that the patient was alive with no injury. During surgery it was discovered the lead had been twisted and twisted which caused fracture and ultimately breaking. It was later reported by the representative that the patient received her new implant, she called the doctor¿s office and as a result she had her program switched. No other problems or concerns had been reported to the representative knowledge.

Manufacturer narrative:
Analysis of stimulator serial number (B)(4) reveals insignificant anomalies. The functionally test was okay. Analysis of lead lot number va0mrdg reveals that the lead body and conductor were broken and overstress/damaged. All conductors were broken 7.7 cm (centimeter) from the distal end due to severe twisting (overstress/damage). The outer insulation was severely twisted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0mrdg, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0mrdg, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead. (B)(4).